Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while using an angio-seal device the locator was already kinked. A kink was confirmed in the tip of the locator when the angio-seal poly-foil pouch was opened on a level place. The device was not used and another angio-seal device of the same lot was used to successfully achieve hemostasis. It was reported that the patient had to no health damage, no blood loss and did not require medical intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.